Event description:
The customer reported the gastrointestinal videoscope had foreign material exiting from the channel (including auxiliary water channel). The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: brush passage had restriction at channel; swith1 had a cut; forceps passage had scrapes mark in channel; control knob movement had a play; distal end plastic cover had deep dents; objective lens had tiny chip not effect image; bending section cover or distal sheath rubber had a crack; and scope connector had a minor dent. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified even though the type of material was disclosed to be a metal clip, however based on the results of the investigation, the probable cause of all the "metal clip came out by moving the brush" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.